Event description:
Patient was revised to address fracture of the stem. (B)(6) 2012 - litigation papers received. They provide no allegations or reasons for revision. The metal liner and femoral head have been reported.

Manufacturer narrative:
The devices associated with this report were not returned. A complaint database search found one additional complaint against the 2179982 lot code. Per wi-3430, revision c, a review of the device history records for this product is no longer required. A complaint database search finds no other reported incidents against the remaining product and lot combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update rec'd 10/29/2012- pfs and medical records received. Part/lot was provided. After review of the operative note is confirmed broken femoral stem. The operative note also showed metal debris in the capsular tissue. There is no new additional information that would affect the existing MDR decision.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
The devices associated with this report were not returned. Review of the device history records and/or a complaint database search was not possible for the depuy pinnacle metal liner and depuy femoral head as the product and lot codes required were not provided . The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.